Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found that the color code was dented, and the tip cover glass was dirty. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: (B)(6) medical center. (Added due to character limitation in respective field.)

Event description:
The customer reported to olympus, the telescope's eyepiece connection part known as the color ring was damaged. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused due to wear and tear as well as excessive force. Olympus will continue to monitor field performance for this device.